Manufacturer narrative:
Device not returned.

Event description:
It was reported that during a surgical procedure at the user facility foreign material was found on the top of the product. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility foreign material was found on the top of the product. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was not returned for analysis.